Event description:
--

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The product was explanted with some difficulty. The lead unraveled when attempting to extract it, but all of the components were able to be retrieved using a snare. There were no additional adverse effects reported.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the damage induced during extraction was confirmed. The lead was severed and the conductor coils were stretched and deformed, most likely due to a grabbing tool. The insulation was separated at one point of the lead and there were signs of melting from electro-cautery. Lead on can abrasion was also noted.